Manufacturer narrative:
As reported, a female patient was enrolled in a clinical study (B)(6) smart pms for sfa and the case number is (B)(4). A smart control 6 x 100 stent was implanted in the right superficial femoral artery (rsfa) target lesion during the study index procedure. The rsfa target lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. Approximately eleven and one-half months after the index procedure, the patient was found to have a decreased ankle/brachial index (abi) during outpatient testing. Ultrasonography was conducted and restenosis was suspected. One week later, the restenosis was treated by percutaneous transluminal angioplasty (pta/poba). The patient recovered. The percent stenosis for the restenotic lesion was fifty to ninety-nine percent (50-99%). The patient¿s medical history was unknown. The patient¿s medical regimen after the study index procedure was unknown. It is not known if the patient was compliant with the medical regimen. No additional information is available. The product is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15672189 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral artery disease. Target lesion characteristics- heavily calcified lesion may have contributed to the reported event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two reports for the same patient. Please reference MFR. Report # 9616099-2014-00720 and #9616099-2014-00707.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two reports for the same patient. Please reference MFR. Report # 9616099-2014-00720 and #9616099-2014-00707.

Event description:
As reported, a female patient was enrolled in a clinical study (B)(4) for sfa and the case number is (B)(4). A smart control 6 x 100 stent was implanted in the right superficial femoral artery (rsfa) target lesion during the study index procedure. The rsfa target lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. Approximately eleven and one-half months after the index procedure, the patient was found to have a decreased ankle/brachial index (abi) during outpatient testing. Ultrasonography was conducted and restenosis was suspected. One week later, the restenosis was treated by percutaneous transluminal angioplasty (pta/poba). The patient recovered. The percent stenosis for the restenotic lesion was fifty to ninety-nine percent (50-99%). The patient¿s medical history was unknown. The patient¿s medical regimen after the study index procedure was unknown. It is not known if the patient was compliant with the medical regimen. No additional information is available.